Event description:
It was initially reported that the surgeon's handheld computer was freezing at the interrogation screen while performing surgery on the pt. Troubleshooting was performed on the programming wand, which was performing without issue. The company rep was able to successfully use her handheld computer on the pt. The surgeon requested a replacement programming system. The device has yet to be returned to the MFR for analysis. The screen freezing is a known event to occur with the programming software version (B) (4), which can be resolved with the reseating of the flashcard.